Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 20x3.50mm promus premier drug-eluting stent was selected for use. However, during unpacking, it was noted that the device was broken. No patient complications were reported.